Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
During the device evaluation no external power alarms were discovered in the log file. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange regarding system controller, serial number (B)(4), was confirmed via the log files. Two log files containing identical information were reviewed, containing data that spanned approximately 1 day (04mar2020 ¿ 05mar2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. The patient¿s driveline was observed to be disconnected on (B)(6) 2020 at 21:48, and the controller¿s shutdown sequence was observed to have been initiated at 22:06. The controller was powered back on in charge mode on (B)(6) 2020 at 9:08 in order to retrieve the log file. The controller was not observed to be in patient use after the shutdown sequence, indicating that the controller was exchanged. No other notable events regarding the controller were observed throughout the log file. The system controller was not returned for analysis. Requests for missing meaningful information as to why the system controller was exchanged were made multiple times; however, no responses were received. The root cause of why the controller was exchanged was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.